Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 2k91-25 that has a similar product distributed in the us, list number 2k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 33394m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the suspect device performed per specification. There is no malfunction since the falsely elevated result is for a discreet patient sample and a retest of the same sample with the same reagent lot gave the expected results which indicates a potential sample integrity or sample handling issue.

Event description:
The customer stated a patient generated a falsely elevated result on the architect ca 19-9xr assay. The patient generated an initial result of 59.3 u/ml on an architect i1000sr analyzer. The patient specimen was retested on both the i1000sr and an i2000sr analyzer, and both results were <2.0 u/ml. There was no report of impact to patient management. No additional patient details were provided.